Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. A visual and tactile inspections were performed on the device and no damage was found along the shaft length and balloon. Evident traces of dry radiopaque liquid were found in the inflation lumen. The balloon was found unfolded. The guide wire lumen was flushed and it was possible to insert the 0,035¿¿ guide wire without any resistance. Once cleaned the dry radiopaque solution, the purging procedure was performed with no issues. In order to verify the correct deflation time the balloon was inflated 3 times at rbp with radiopaque solution( radiopaque contrast/saline was 50/50). The deflation time was taken for 3 times and it was respectively 20 s, 22 s, 23 s. All the measurement taken were compliant with the maximum deflation time (i.e. Deflation time = 60s) reported in product performance specification/report. No abnormalities detected on the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an in.pact admiral paclitaxel-eluting pta balloon catheter with an .014 gw, 6fr sheath and a non-mdt inflation device for the treatment of a slightly calcified plaque lesion in the proximal sfa. Lesion exhibited 50% stenosis. Embolic protection was not used. Device prepped as per IFU without issue. It was reported that the device would not deflate at the lesion site. This occurred after the balloon was successfully inflated 3 times for 3 minutes at each inflation. Physician successfully partially deflated the balloon and pulled it back through the sheath for removal from the patient. No other intervention was required. It was reported there were no patient complications as a result of this issue.